Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had some leaking reservoirs. Blood glucose level at the time of the incident was over 600 mg/dl. The customer also reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of this incident was 400 mg/dl. The insulin pump was not replaced or returned for analysis.